Manufacturer narrative:
User indicated the weld for the wheel assembly broke and the wheel broke off causing them to fall to the ground. The unit fell on their leg and she went to the doctor and x-rays were taken, ambulance was not required. Doctor indicated there was a fracture and released user with an ace bandage and a surgical shoe, no brace or cast applied.

Event description:
User reported - the front wheel fell off, I had the handlebars in my hand and the walker went down. My hands went down with it and my foot got fractured.